Manufacturer narrative:
(B)(6). (B)(4). Date of surgery is unknown but surgery happened in (B)(6) 2009. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient was experiencing pain in her low back. Upon her first visit with the doctor, the doctor recommended surgery. The doctor performed an l5-s1 spinal fusion surgery on the patient using rhbmp-2/acs. Following the first surgery, the patient experienced a loss of flexibility, increased low back pain, and was unable to sleep lying down. When she attempted to sleep lying down, the patient would experience a shock. The patient has been forced to sit up on the couch and not lay down. The doctor recommended the patient to revisit him a few weeks after surgery. Thereafter, the doctor then recommended a second surgery to remove bone spurs and scar tissue. This surgery occurred in (B)(6) 2009.